Event description:
While troubleshooting, the customer ran normal control tests and received results of 256 and 239 mg/dl. The normal control range is 113-162 mg/dl. The customer did not allege any adverse events. The meter and strips are to be returned for eval, and replacement products will be sent.